Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Correction in the field: d10, h10 (additional issues reported in the h10 were part of previous repair). A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause for the event was not identified. However, it is likely that the event was due to the immersed light guide lens. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection. Before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿ on page 99. If the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Chapter 5: when anomalies occur this chapter explains the procedures for handling anomalies when they occur. 5.1 if anomalies occur if abnormalities are suspected during the inspection following "chapter 3 preparation and inspection," do not use the equipment. Instead, follow "5.2 identifying and dealing with anomalies" for appropriate measures. If the situation does not return to normal, proceed with repair according to "5.4 sending the endoscope for repair." Additionally, if anomalies occur during endoscope use, immediately cease usage and carefully extract the endoscope from the patient according to "5.3 withdrawal of an endoscope with anomalies. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. Should any irregularity in the function of the endoscope and/or endoscopic image be observed during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an irregularity¿ on page 97. Never use an endoscope suspected of abnormalities. It may not only malfunction but also cause injury to the patient's body cavity or the operator, and there is a risk of equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and confirmed that the image was blurry due to immersed light guide lens. Additional findings include: adhesive on bending section cover had wear and light guide lens had a chip. The insertion tube was wrinkled, the distal end was dirty, the light guide tube and channel tube had leakage, the objective lens was damaged, there was no name plate of the scope cover, the metal part of the big angle knob was exposed and the switches were aged. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the image was blurry and the object was not visible on the gastrointestinal videoscope. The issue occurred during reprocessing. There were no reports of a delay or patient harm.